Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial complaint was reviewed and found not reportable. Complaint reviewed and codes updated to reflect non-reportable as it is a duplicate of (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgery on (B)(6) 2019, an impactor broke off the insertion handle upon the final strikes of impacting an unknown nail down. The nail was in a perfect location so no other additional strikes were needed. There was no reported surgical delay. The surgery was completed with no adverse consequence to the patient. Concomitant devices reported: insertion handle (part# 03.010.440, lot# unknown, quantity# 1), unknown nail (part# unknown, lot# unknown, quantity# 1), unknown hammer (part# unknown, lot# unknown, quantity# 1). This is report 1 for 1 (B)(4).